Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 105) has been confirmed. Upon investigation the electrode belt was intermittently able to communicate with a monitor. The cause of the reported failure was due to the intermittent belt communication. The cause of the intermittent communication issue was isolated to a failure in the trunk cable. The root cause of the defective trunk cable was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was causing a service code 105; pulse test relay stuck.